Manufacturer narrative:
Separate reports have been filed on the other five patients. The article¿s author contact has indicated that device- and patient-specific details, demographics and outcomes will be made available. The event date is the approximate date of publication of the article. The date of death is an approximate value, as the actual date of death was not reported. (B)(4).

Event description:
Medtronic received information from a journal article that a 14 millimeter pulmonary valved conduit was scheduled for explant 16 months after implant due to high gradients and stenosis at the distal anastomosis. Echocardiography showed the function of the valve was normal, and that the increased gradient occurred mainly at the site of the distal anastomosis. It was reported that the patient passed away due to severe cyanotic crisis during the induction of anesthesia. The information was included as part of a report on the findings of a study that examined post-implant mid-term outcomes of right ventricular outflow tract reconstruction using this device over a 56-month period. The study reviewed 36 implants in children up to five years old and two patients who were eight and 21 years old respectively. Six of the 38 patients required device explant and replacement.

Manufacturer narrative:
Additional information was received regarding patient demographics, implant and explant dates. The date of death and date of event is approximate based on the month and year of the scheduled explant. This device was implanted prior to FDA approval, and all adverse patient effects occurred prior to FDA approval. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.